Event description:
Customer allegedly had to use at least 4-5 pen needles before one would actually dispense her insulin. The needles are hard to twist on and she tries to be as steady and places them on her insulin pen straight. Approximately "15-20 pen needles were defective".